Manufacturer narrative:
Product complaint # pc-(B)(4) additional information: h6 component code: g07002 - device not returned additional information provided: rep stated the doctor did refuse to use x-ray to locate the lost needle. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. - please provide lot number - size of the needle piece retained? - does the needle piece retain in the patient's tissue? - if retained, were there any patient consequences? Please specify. Was the needle piece removed or is it planned to be removed? If yes, please provide details. - was there any additional tissue damage as a result of searching for the needle piece? - please provide procedure date - patient¿s current status? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on(B)(6)-2024 and suture was used. It was a double armed suture and only 1 of the 2 needles came back to the scrub tech after removing from trocar. No patient harm reported. It is believed the needle pulled off of the suture. Additional information has been requested.